Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, the pump failed to power on. Investigators were unable to perform further testing due to no power to the pump. Corrosion was observed in the battery compartment. The battery compartment was found to be cracked alongside of the pump. A leak test was performed and found the pump leaks at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. No power to the pump was due to the moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and there was a crack in the battery compartment. There was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.